Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, lot# l48815, implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. It was reported that the patient experienced a loss of pain relief. The old connector lip was torn and the catheter was leaking. The sutureless connector was replaced on (B)(6) 2016. The patient recovered without sequela. The catheter was returned to the manufacturer.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l48815, implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: catheter. Analysis of the implantable catheter lot number l48815 identified damage on the pump connector portion of the returned catheter segment. A cross-sectional view of the connector identified an abrasion, consistent with something rubbing on the device at this location. The returned catheter segment was found to be patent in the laboratory, and passed pressure leak testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.